Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735824r, serial/lot #: unknown  h3) no parts have been received by the manufacturer for evaluation.  Codes: b17, c20, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a functional endoscopic sinus surgery (fess) procedure. It was reported that the site saw the localizer faulted message in the application during a case. Both flat emitter and side emitter showed the same message. Navigation was aborted, but they proceeded with the surgery. The delay was about 10 minutes. No known impact to patient outcome. The probable cause was noted to be a malfunctioning electromagnetic controller.

Manufacturer narrative:
H3, h6) the system was serviced in the field and the emitter controller was replaced and both emitters were tested and confirmed to be working after repair. Codes b01, c07, and d02 are applicable. H3, h6) the controller, product ID: 9735824, lot number: 603002155, returned and analysis did not confirm the reported event. The controller functioned normally without failure during an overnight burn-in test. No faults were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.